Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit multiple times. The customer's blood glucose was 200 mg/dl. The customer stated that the alarm occurred during normal device use. The customer was advised to clear the alarm with the esc and act buttons. The customer was advised to disconnect, remove the reservoir, and rewind the insulin pump. She was assisted with reprogramming the time and date. She was advised to monitor the insulin pump and that a replacement battery cap would be sent.